Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error. The customer's blood glucose at the time of incident was 232 mg/dl. Customer stated that he had pump power error. The customer was assisted with troubleshooting was inconclusive. The customer was advised the pump needs to be replaced. Recommended customer refer to back up plan per hcp. Customer was advised to reset pump and monitor it.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump was received with insulin pump error alarm due to j6 connector resistance issue.